Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device change out, when induction testing was performed with the chronic lead, the device failed to rescue the patient and external defib was used. Device interrogation revealed alerts for possible hv lead issue, out of range hv impedance, and output circuit damage. Externalized conductors were suspected. Based on review of fluoro provided to st. Jude medical, conductors do not appear to be externalized. Lead was capped.